Event description:
Additional information received reported that the cause of the event was attributed to the implantable neurostimulator (ins). It was noted that the patient did not charge the battery. It was noted that the ins was replaced with a non-rechargeable device on (B)(6) 2014. It was noted that the patient recovered without sequelae.

Event description:
It was reported that the patient had overdischarged his battery for the third time now and requested "prophylactic replacement" to get a non-rechargeable version. Reportedly the patient stated that he found it difficult to recharge the battery. It was noted that the patient was unable to bring the battery back from an overdischarged state. Additional information reported that the reason for the overdischarge was lack of patient ompliance. It was noted that the manufacturer's representative had not seen the patient since the day of surgery. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, (B)(4). Product type programmer, patient product ID 377760, lot# j0546744v, implanted: 2005-(B)(6), product type lead, product ID 377760, lot# j0546744v, implanted: 2005-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins determined that the battery had a reduced capacity due to the overdischarge. Additional information reported that the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 2. It was noted that the last recorded recharge session done while the device was implanted was on (B)(6) 2011. It was further noted that the device was recharged for 4 hours and 11 minutes and the battery charged from 3.555v to 4.000v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2011. It was noted that a normal recharge started was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 6 hours and 53 minutes from 2.025v to 3.910v.